Event description:
It was reported that an error message occurred at power up. After discussion and explanation of how the error occurs, with medtronic's technical services department, the biomedical engineer could not duplicate the error and will keep the epg (external pulse generator) in service. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.